Manufacturer narrative:
Please refer to the attached report.

Event description:
During a regular follow-up on (B)(6) 2015, increase of pacing impedance and threshold was confirmed. The impedance had started to increase gradually since the end of (B)(6) 2015. No episode was stored in the device memories since the day of the implantation. Reportedly, the patient fell down and hit his head at the end of february. A lead issue is suspected. Preliminary analysis confirmed gradual increasing of the ventricular impedance. A ventricular lead issue could be at the origin of this impedance increase but the exact root cause remains unexplained at this point. There is no indication of an ICD malfunction. The device was explanted on 23 july 2015 and will be returned for analysis.

Event description:
During a regular follow-up on (B)(6) 2015, increase of pacing impedance and threshold was confirmed. The impedance had started to increase gradually since the end of (B)(6) 2015. No episode was stored in the device memories since the day of the implantation. Reportedly, the patient fell down and hit his head at the end of (B)(6). A lead issue is suspected. Preliminary analysis confirmed gradual increasing of the ventricular impedance. A ventricular lead issue could be at the origin of this impedance increase but the exact root cause remains unexplained at this point. There is no indication of an ICD malfunction. The device was explanted on (B)(6) 2015 and will be returned for analysis.